Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event.the device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device, and/or not fully seating the driver into the screw during tightening. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that during a lisfranc ligament reconstruction procedure, as the surgeon was attempting to implant the mini tightrope ft, ar-8917ds, the tip of the driver broke off. The surgeon attempted to retrieve the tip, however, was unsuccessful. The case was completed with the tip of the driver still in the patient.

Manufacturer narrative:
This is a follow-up submission as "the broken tip as originally reported was not left in the patient's body as an un-retrieved device fragment". This new information now makes this a non-reportable event.

Event description:
It was reported that during a lisfranc ligament reconstruction procedure, as the surgeon was attempting to implant the mini tightrope ft, ar-8917ds, the tip of the driver broke off. The surgeon attempted to retrieve the tip, however, was unsuccessful. The case was completed with the tip of the driver still in the patient. Follow-up information: the broken tip as originally reported was not left in the patient's body as an un-retrieved device fragment".